Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty that failed due to patellar tendon rupture. Subsequently, patient underwent extensor mechanism reconstruction using achilles tendon/calcaneous allograft of the right knee on (B)(6) 2006. Unknown product was removed during this procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.